Manufacturer narrative:
Product evaluation: the device was received for evaluation. Pre-repair temperature testing was performed on the indigo drill. Temperatures taken after running the device for 1 minute were as follows: point 1: 122.9°f, point2: 124.6°f, and, point3: 126.7°f. The device was found to be heavily corroded and noisy.

Event description:
The facility reported that the indigo handpiece overheated; the customer wrapped the motor in gauze to continue use for the procedure. There was no patient impact.